Event description:
Reportedly, this ring was explanted after approximately a 7 year, 7 month implant duration due to mitral regurgitation and coronary artery disease.

Manufacturer narrative:
Device not returned.